Manufacturer narrative:
Product event summary: analysis found the ventricle output connector was broken. Analysis also found the hanger assembly¿s action was hard.

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. There was no patient involvement.